Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that after proper pump connection to standard apical cuff, the surgeon complained about pump rotation on ring. It was also observed that there was minor bleeding between pump and ring. Pump was fixed with four prolene sutures 3/0 on apical cuff. After novoseven IV (intravenous), the bleeding stopped.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported apical cuff engagement issue and subsequent blood leak could not conclusively be determined through this evaluation. It was reported that after proper pump connection to the standard apical cuff, the surgeon complained of pump rotation on the ring. Furthermore, he observed minor bleeding between the pump and ring. The pump was fixed with four prolene sutures 3/0 on the apical cuff. Bleeding was stopped after intravenous (IV) novoseven was administered. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6) . No product is available for investigation. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), is currently available. Section 1 ¿introduction¿ of this document lists bleeding as an adverse event that may be associated with the use of the heartmate 3 lvas. This document also provides information regarding anticoagulation, including recommended inr values, and the suggested anticoagulation modifications in the event that there is a risk of bleeding. Section 5 ¿surgical procedures¿ (under ¿preparing the ventricular apex site¿) contains information regarding the preparation of the ventricular apex site, including how to affix the apical cuff to the left ventricle. This section cautions that after the apical cuff has been sewn to the heart, the metal ring on the apical cuff should extend above the felt surface to allow proper engagement and locking with the slide lock of the heartmate 3 lvad. Ensure that apposition between the myocardial tissue and the cuff felt is continuous and sufficiently forceful to prevent bleeding. The relevant sections of the device history records for (B)(6) was reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit shipped on (B)(6). No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: no further information was provided. The manufacturer is closing the file on this event.